Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 15 minutes: 9.0 mmol/l (patient meter) and 29.0 mmol/l (laboratory result).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.